Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge fse was dispatched to evaluate the unit and reported that the unit's screen, starts in a booting screen, with no display. The fse stated that the staff do not want to put money into repairing a old unit. They are going to replace cs300 units in the future. The unit was removed from service and has not been cleared for clinical use. It was also communicated that if the unit is needed at a later date, the customer will reach out to have it repaired. At this time this complaint will be closed, if further information is received regarding the repair of the unit, the complaint will be reopened and update accordingly.

Event description:
N/a.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units display is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.